Manufacturer narrative:
Refer to manufacturer report 2029214-2020-00930 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the right internal carotid artery. It was noted the patient's vessel tortuosity was moderate. It was reported that the distal segment of the pipeline (pli-10) failed to open. The pipeline was removed from the patient, and a second pipeline (pli-20) was used. The second pipeline failed to open in the middle section. The devices were not positioned in a bend, less than 50% had been deployed, it was unknown how many resheathing attempts were performed, and no additional steps were done to open the devices. The second pipeline was removed from the patient, and the third and fourth pipeline were deployed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed the aneurysm was covered. Ancillary devices include a neuronmax, phenom plus, phenom27. Refer to manufacturer report 2029214-2020-00930 for details pertaining to the related reportable event.